Event description:
It was reported by the affiliate that the (1) ems was used during an inguinal hernia procedure. It was reported that the stapler locked on the fourth shot. The surgical procedure was delayed (15) minutes. There was bleeding until the new stapler was used but no serious consequences to the pt.